Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise resulting in pacing inhibition. An invasive procedure was performed. The lead/device connection was checked and found to be secured. The cause of the oversensing was determined to be related to the lead. This lead was surgically abandoned. The previously abandoned rate/sense portion of the implantable defibrillation lead was used to replace this lead. No adverse patient effects were reported.